Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the cartridge chemistry sample probe leaked due to collar wash valve failure. The fse replaced the cartridge chemistry sample probecollar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 880i synchron access clinical system leaked from the cartridge chemistry (cc) sample probe. The operator wore personal protective equipment consisting of a lab coat and gloves while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.